Event description:
See initial report.

Manufacturer narrative:
H11: through follow-up communication livanova learned the following information: - the device was cleaned regularly as per the instructions for use (IFU); - the hospital does not use patient reusable blankets; - the water quality monitoring is applied and the h2o2 is checked every day as prescribed by the IFU; - when the device is not used, it is stored full of water and h2o2 is checked daily even during days of non-use (i.e. Week-end); - prior to initial operation and prior to storing the heater-cooler the surfaces and water circuits are disinfected; - the 3t aerosol collection set is replaced after the allowed use period; - the device is placed inside the operation theatre during use with the fan of the device positioned away from patient and operating table, at an estimated distance between the surgery field and the device of two meters; - the water source is not being tested. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. G.5. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H.9. Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. H11: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in manchester, united kingdom. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t device was found to be microbiologically contaminated. The customer is currently waiting on further results. There is no report of patient injury.

Manufacturer narrative:
Review of livanova complaints database revealed two further contamination events for this unit since installation in 2018. No deviation from IFU's of product in terms of cleaning and disinfection procedures was identified. As no other devices/surfaces in the or/ICU were tested in order to identify the source of contamination, it cannot be excluded that the event was caused by a source of contamination present at the customer site, despite it could not be determined. Livanova has implemented a strategy to progressively decrease the probability of bacteria grow in the hc device by applying multiple measures implemented over the past few years through dedicated CAPA and field action. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report